Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.(B)(4).

Event description:
Patient underwent total hip arthroplasty on (B)(6), 2008. Patient experienced disassociation and a procedure was performed on an unknown date in which the modular head was removed, cleaned, and then re-implanted. Subsequently, the patient again experienced disassociation and revision was performed on (B)(6), 2009, in which the magnum modular head and taper adapter were removed and replaced.